Manufacturer narrative:
The pod arrived fully deployed with the soft cannula fully visible through the bottom housing window. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering more than 200 pulses and the data indicates typical user-device interaction as multiple immediate boluses were programmed. The needle mechanism was reset and redeployed successfully using the lock n load fixture, no problems were found. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios, omnipod software app version: 2.0.4, operating system: 18.6, hardware: iphone13.1, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure. The patient¿s blood glucose (bg) reached 300 mg/dl. Additionally, the patient reported being very tired and they noticed swelling and redness at infusion site on their abdomen. The pod was worn between 4 and 24 hours.

Manufacturer narrative:
The pod arrived fully deployed with the soft cannula fully visible through the bottom housing window. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering more than 200 pulses and the data indicates typical user-device interaction as multiple immediate boluses were programmed. The needle mechanism was reset and redeployed successfully using the lock n load fixture, no problems were found.